Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that the hinge connected to the power button was missing and had broken off. The customer was provided with a replacement device. The cause of the reported issue was determined to be due to a broken hinge.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.